Event description:
It was reported that the subject retriever was used during thrombectomy procedure for the distal right m1 and right cervical- internal carotid artery (ica) occlusion. The modified ranking scale (mrs) score was 0 and alberta stroke program early CT score (asoects) was 3 before the procedure. During the first pass in the m1- distal, the subject retriever was broken. There were no vessel dissection or vessel perforation during the procedure. No hemorrhage after the procedure was confirmed. Non-stryker retriever and aspiration catheter were used to complete the procedure successfully. A stent was deployed in the cervical -ica after treating m1-distal occlusion. Successful recanalization with tici (thrombolysis in cerebral infarction score) of 3 was achieved. No clinical consequences were reproved due to this event. No additional information was provided.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject trevo retriever was broken during the procedure. Additional information provided by the customer indicated that the device was prepared as per the dfu, a phenom 27 microcatheter was used with the subject stent retriever, and thrombectomy was completed with a non-stryker stent retriever and aspiration catheter after the trevo broke. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject retriever was used during thrombectomy procedure for the distal right m1 and right cervical- internal carotid artery (ica) occlusion. The modified ranking scale (mrs) score was 0 and alberta stroke program early CT score (asoects) was 3 before the procedure. During the first pass in the m1- distal, the subject retriever was broken. There were no vessel dissection or vessel perforation during the procedure. No hemorrhage after the procedure was confirmed. Non-stryker retriever and aspiration catheter were used to complete the procedure successfully. A stent was deployed in the cervical -ica after treating m1-distal occlusion. Successful recanalization with tici (thrombolysis in cerebral infarction score) of 3 was achieved. No clinical consequences were reproved due to this event. No additional information was provided.